Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system to resolve the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause was attributed to a programming issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, operating room staff contacted technical support to report an error on the da vinci 5 (dv5) system. When powering off the system, the countdown chime sounded abnormal. System logs indicated multiple 307 errors and error 311, which showed that the system has a golden image. The technical support engineer (tse) noted that the field service engineer (fse) should be able to program the system to resolve the issue. The procedure was aborted with no patient involvement.